Manufacturer narrative:
Block h6: imdrf f1001 captures the reportable event of aborted procedure.

Event description:
It was reported to boston scientific corporation that a spybite max biopsy forceps was used in the distal common bile duct for biopsy during a cholangioscopy procedure performed on (B)(6) 2026. During the procedure, it was reported that the forceps could not be inserted through the scope. As a result, the procedure was not completed with the patient under sedation. The patient was not yet rescheduled for another procedure. There were no patient complications reported as a result of this event.